Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary the caller stated she was unable to read the display of her memoir pen clearly and that sections of the display were not visible. The actual complaint device (lot 0906c02, manufactured june 2009 ) was not returned for investigation, therefore no root cause or corrective action could be determined. However the complaint narrative suggests missing segments in the numbers of the display. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, "if any part of the pen display is missing do not use pen." It further instructs that if the display is not working correctly to "contact lilly at xxx-xxx-xxxx or your healthcare professional." In addition, the user stated that she has retinopathy. Per the user manual, the humapen memoir is not recommended for the blind or visually impaired without the assistance of a sighted individual trained to use it. Improper use and storage - there is evidence of improper use that may be relevant to the complaint. The user stated that because she could not read the display clearly, she has been dosing her device by counting the clicks, which could result in an inaccurate insulin dose.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint, concerns a (B)(6) female patient of unknown origin. Medical history and concomitant medication was not provided. The patient received insulin lispro (humalog) via cartridge per humapen memoir burgundy device on a sliding scale for the treatment of diabetes beginning about 20 years ago (1990). Beginning on an unspecified date, the patient could not read the device clearly. It was clarified that all the sections of the display were not visible (associated product complaint (B)(4)). The patient was not sure if she was getting the correct dose using the pen with the missing segments of the display and she had been counting the clicks. The numbers did not look right and she started at zero and counted her way up. Beginning on an unspecified date, the patient had a sinus infection. Since she started with the sinus infection, her blood sugars were higher. Her blood sugar was running in the 300 (mg/dl) range and her normal blood sugar range was between 100 and 200 (mg/dl). If she got sick, her blood sugars went way off. Treatment measures were not provided and the outcome of the events was unknown. Insulin lispro was continued. The patient operated the device and was not a trained user. General device duration of use was about two years and suspect device duration of use was less than one year. The patient was informed to discontinue use of the pen. Return status of pen was unknown. This case is cross-referenced to the following cases: (B)(4).

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint, concerns a (B)(6) female patient of unknown origin. Medical history and concomitant medication was not provided. The patient received insulin lispro (humalog) via cartridge per humapen memoir burgundy device on a sliding scale for the treatment of diabetes beginning about 20 years ago (1990). Beginning on an unspecified date, the patient could not read the device clearly. It was clarified that all the sections of the display were not visible (associated product complaint (B)(4)). The patient was not sure if she was getting the correct dose using the pen with the missing segments of the display and she had been counting the clicks. The numbers did not look right and she started at zero and counted her way up. Beginning on an unspecified date, the patient had a sinus infection. Since she started with the sinus infection, her blood sugars were higher. Her blood sugar was running in the 300 (mg/dl) range and her normal blood sugar range was between 100 and 200 (mg/dl). If she got sick, her blood sugars went way off. Treatment measures were not provided and the outcome of the events was unknown. Insulin lispro was continued. The patient operated the device and was not a trained user. General device duration of use was about two years and suspect device duration of use was less than one year. The patient was informed to discontinue use of the pen. The patient continued to use the pen, and stated she would not return the pen until she received a new pen. This case is cross-referenced to the following cases: (B)(4). Update (B)(4)-2011: additional information received on (B)(4)-2011 from the consumer reporter reiterated the events of high blood sugars, sickness, and not sure she was getting enough insulin; added information that the patient continued to use the pens; and updated the improper use and storage to yes for device associated with (B)(4). Update (B)(4)-2011: additional information received (B)(4)-2011 via the global product complaint database. Added device specific safety summary for device number one. Changed returned to manufacturer field to no.